Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported smoking battery, which verified through visual inspection. Visual inspection found the cause was a heat damage to the wireless module flex. The device was not serviced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module had a smoking battery and the new battery was not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.